Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was cleaning floor and felt hip "pop." Patient showed up in ER with dislocated hip. X-ray's were used to identify she had depuy components: summit stem/ pinnacle cup w constraint liner / 32 mm head. The surgeon opted to remove liner and head, opted to convert to dual mobility liner. Doi: unknown, dor: (B)(6) 2021, left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and evidence of the constrained acetabular liners disassociation was found. However without the physical device and further evidence it is impossible to reach a probable cause. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: there's no product code or lot number provided, therefore a manufacturing records evaluation (mre) was not performed.